Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/24/2014 with the following findings: the pump powered on, as confirmed by the presence of the auditory cue; however, the display screen was blank. The reported blank display issue was duplicated. The pump case was removed, and evidence of moisture damage was found on internal components; this device failure directly caused the reported blank display issue. The pump failed a leak test due to a display lens leak; this device failure indirectly caused the reported blank display issue. The following findings are related to the reported blank display issue: the vibratory function failed due to internal moisture damage. Moisture damage was observed on the inside of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the pump display screen was blank. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.